Event description:
The patient admitted to endoscopy dept. On 8/19/92 for removal of a nuport feeding tube. Patient was medicated by the physician in atytendance under normal standard procedure. The pull tie on the feeding tube was removed and a local anesthetic was applied around the gastrostomy site. After the pull tie was removed, there was full movement of the tube in the stoma. The physician dilated the stoma area with a hemastat. Following standard procedure for external removal, the physician pushed down on the abdominal wall and firmly pulled straight up on the gastrostomy tube. This attempt to remove the tube was unsuccessful. The patient was then endoscoped and under direct visualization a second attempt following the above procedure was done. The internal bolster was seen under video to have folded up and then disappeared out of the stomach cavity through the stoma. However,, when the tube was removed from the patient, the bolster was not attached. The physician attempted to remove the internal bolster from the abdominal wall but was unsuccessful. A surgeon was called and also unsuccessfully tried to retreive the internal bolster in endoscopy. Local surgical removal was also unsuccessful and the patient was taken to the operating room, where the internal bolster was rmoved. The patient's recovery was uneventfuldevice labeled for single use. Patient medical status prior to event: satisfactory condition. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: labeling problems, manufacturing. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: other. Invalid data - on device destroyed/disposed of status.